Event description:
As reported by reporter, the end user hospital was performing a cardiac catheterization and the fluid delivery set was noted to have air in the device. When the set was being changed into another bottle, the spike head detached. There was no air injection or patient injury. The used device will not be returned for evaluation.

Manufacturer narrative:
Although a sample is not expected to be returned for this complaint, an investigation will be conducted. Upon completion of the investigation, a follow-up medwatch will be submitted. The information contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way was malfunction, was defective, or causally related to any death or serious injury.